Event description:
It was reported that during a procedure at the user facility, the remb oscillating saw was leaking a black/brown oil like substance. The substance did enter the surgical site. The surgical site was irrigated with saline and suctioned to remove the substance. There was an abscess at the surgical site after the operation. The abscess was treated with antibiotics and augmentin (additional antibiotic) after the procedure. The procedure was completed successfully using back-up equipment. No clinically significant delay, no additional medical intervention, and no additional adverse consequences were reported. The patient did not require further treatment after the initial antibiotic.

Event description:
It was reported that during a procedure at the user facility, the remb oscillating saw was leaking a black/brown oil like substance. The substance did enter the surgical site. The surgical site was irrigated with saline and suctioned to remove the substance. There was an abscess at the surgical site (the mandible) after the operation. The abscess was treated with antibiotics and augmentin (additional antibiotic) after the procedure. There was a 25 minute delay requiring the use of additional anesthesia. The procedure was completed successfully using back-up equipment. No additional medical intervention and no additional adverse consequences were reported. The patient returned for a check up within the week of the procedure; the infection was resolve and the patient did not require further treatment after the initial antibiotic.

Event description:
It was reported that during a procedure at the user facility, the remb oscillating saw was leaking a black/brown oil like substance. The substance did enter the surgical site. The surgical site was irrigated with saline and suctioned to remove the substance. There was an abscess at the surgical site (the mandible) after the operation. The abscess was treated with antibiotics and augmentin (additional antibiotic) after the procedure. There was a 25 minute delay requiring the use of additional anesthesia. The procedure was completed successfully using back-up equipment. No additional medical intervention and no additional adverse consequences were reported. The patient returned for a check up within the week of the procedure; the infection was resolve and the patient did not require further treatment after the initial antibiotic.

Manufacturer narrative:
Device not returned to manufacturer for investigation.